Manufacturer narrative:
Device eval by manufacturer: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed that the stent was partially deployed 6mm from the sheath. Microscopic examination revealed no additional damages. The lock was still on the rack, and the sheath was still sitting on top of the proximal end of the tip. Inspection of the remainder of the device presented no damage or irregularities. Product analysis found damage that would have contributed to the reported event.

Event description:
It was reported that the stent prematurely deployed. A 10mm x 50mm, 120cm epic self-expanding stent was selected for use in a stenting procedure to treat peripheral artery disease. During the procedure, the stent opened itself while going on the wire. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the stent prematurely deployed. A 10mm x 50mm, 120cm epic self-expanding stent was selected for use in a stenting procedure to treat peripheral artery disease. During the procedure, the stent opened itself while going on the wire. The procedure was completed with another of the same device. No patient complications were reported.